Manufacturer narrative:
Complaint ID: (B)(4).

Event description:
It was reported that balloon catheter had blood leak in tube. There was no death or serious injury reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Record no.: 1183853.

Manufacturer narrative:
Corrected field: d4 (lot no.) The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between catheter and sheath. The maquet sheath was returned covering the catheter tubing. The three-way stopcock, extender tubing and pressure tubing were also returned. An analyzed failure of fiber optic break was found within the membrane approximately 26.4cm from the iab tip. - an underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, extender tubing and pressure tubing was performed and a leak was detected on the membrane approximately 1cm from the rear seal measuring 0.013cm length. The reported problems were most likely triggered by a leak which was found on the membrane by the rear seal. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. Additionally, an analyzed failure of fiber optic break was found within the membrane. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID: (B)(4).